Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a power (128-fxxx) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2019 with the following findings: during investigation, the pump's electrical current draws were found to out of specification ( high) due to internal moisture ingress to the cgm and pcb components. The complaint regarding short battery life was verified in the black box download. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.